Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: black box shows multiple cs127 errors. Moisture observed under display lens. Pump powers on to cs127 alarm. Leak test failed due to display lens leak. Opened pump, moisture damage found on cgm board, main board, display, and internal battery compartment. Cs127 error due to internal moisture damage.

Manufacturer narrative:
Follow-up #2 date of submission 12/12/2016 ¿ correction to serial #.